Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level was 423 mg/dl. Customer experienced high blood glucose levels all day despite continued insulin treatment. Customer did not have any symptoms of high blood glucose. Troubleshooting found that the customer's insulin pump was working as designed. Advised customer to change the entire set, reservoir and insulin. Assisted with resetting the fixed prime. Customer found that the cannula was bent. No further information was provided.